Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3708240 (serial: (B)(6)); product type: 0191-extension; product ID 3777-60 (serial: (B)(6)); product type: 0200-lead; brand name pisces-quad; product ID 3888-56 (lot: v215937); product type: 0200-lead; brand name pisces-quad; product ID 3888-56 (lot: v226582); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was a lead issue; there were high impedances, lead select revealing red x at electrode 13. Electrode 3 impedance value: 8292 electrode 12 impedance value: 4957 electrode 13 impedance value: > 10000. It was reported there was stimulation at the incorrect location. The rep reported different reference electrode. Programming without using these electrode. There was discomfort, soreness/ pinching. Patient is a poor historian. She stated about 6 months ago she started feeling a burning sensation to r hip area. She turned stimulation off at this time and had not used since. Office coordinated appt to meet with rep 9/9/24. See impedance values found upon interrogating ins. Reprogramming completed not using these electrode. All painful areas of low back and legs covered. Patient reports please with reprogramming. Issue resolved. Physician notified at end of session.